Event description:
Information from endecor intl. Clinical trial database. Twenty four hours after the procedure, the patient developed hydrocephaly, clinically demonstrated by a paresis of the right hand. A csf diversion was installed, but since she was under anticoagulation therapy, a hematoma was formed, she deteriorated progressively and died. Cols used: x-7-15-t10-tc, nexus tetris 3-d csr, x-4-10-t10-hss, nexus helix supersoft csr, x-4-8-t10-hss, nexus helix supersoft csr, x-4-6-t10-hss, nexus helix supersoft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry info. Foreign registry pertaining to the eval of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other country's. Enrollment started in march 2006; enrollment closed in 2007. N=404; patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.